Event description:
The customer reported that the housing for their pump in style power adapter fell completely apart, which is a safety issue.

Manufacturer narrative:
A replacement power supply was sent to the customer. In a follow up with the customer, the customer stated that they would ship the original product back. As of the date of this report, the original product has not been received. Should additional information or the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).